Manufacturer narrative:
Per the customer, calibration and qc were performing within established specifications prior to the event. Service was not performed on this instrument. The root cause is unknown for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining one (1) erroneously low glucose (glum) patient result of 142 mg/dl that was generated by the unicel dxc 800 pro synchron chemistry analyzer. The sample was rerun on the same instrument and on an alternate instrument yielding results of 162 and 177 mg/dl, respectively. The reported result was 177 mg/dl. Patient treatment was not affected in regard to this event, as the customer runs glucose samples in duplicate mode and verifies prior to reporting the result.